Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate telemetry. The monitor was reset and a successful remote manual transmission was completed. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the monitor was analyzed and no anomalies were found.